Manufacturer narrative:
(B)(4). The reported field event of inappropriate auto mode switch was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Event description:
It was reported that inappropriate mode switching was observed during device interrogation. No programming changes were made. Patient was followed-up as scheduled. Later the device was explanted and replaced. Patient tolerated the procedure well and there were no complications.